Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) was contacted by the customer and it was reported that the system won't boot up and the time was stuck at 00:00. The issue occurred after the third party engineer replaced the cmos battery in the geometry pc, flexvision pc and th sbc. The rse advised the customer to verify if the date and time was correct on the system, geo pc, and the flexvision pc. No further information regarding the issue has been provided. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer¿s biomed had replaced the cmos battery on the geometry pc, flexvision pc and sbc. After the replacement, the system will not boot, and the time is stuck at 0:00. The device was outside clinical use at the time of the event. There was no reported patient or user harm. A philips remote service engineer (rse) advised the customer to verify the date and time is correct on the system, geometry pc and flexvision pc. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.